Manufacturer narrative:
Patient weight is not available for reporting. Date of device breakage and noon-union is not known. The 510k: this report is for three (3) unknown 3.5mm lcp locking screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Partial part 213.0xx. Complainant part is not expected to be returned for manufacturer review/investigation. Hospital telephone not available for reporting. Initial reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient underwent an open reduction internal fixation (orif) of the right distal humerus on (B)(6) 2017 and was implanted with a 3.5mm locking compression plate (lcp) extra-articular distal humerus plate, three (3) 3.5mm lcp locking screws, and eight (8) 3.5mm cortex screws. X-rays taken on (B)(6) 2017 revealed a non-union of the right humerus. X-rays also revealed the plate and three (3) locking screws were broken. Patient was returned to surgery on (B)(6) 2017 for revision to a 4.5mm lcp broad plate and screws. It was noted during the revision that the distal portion of the 10th screw from the proximal end was broken, but remains in patient bone. The surgeon felt that as this screw was close to the joint it was too risky to attempt removal. The remaining eight (8) screws were removed intact. Concomitant devices reported: 3.5mm cortex screw (partial part 204.8xx, lot unknown, quantity 8). This report is for three (3) unknown 3.5mm lcp locking screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis complaint is confirmed as the complaint description matches the evaluation of the received x-ray . If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.